Event description:
Pt admitted to the hosp for colonscopy with multiple snare polypectomies and multiple hot biopsy polypectomies. The scope was withdrawn up into the ascending colon. Near the hepatic flexure a large polyp was identified. A snare was placed and tightened. As the snare was cutting through the polyp and cautery being applied, the snare became lodged within the polypoid tissue. After some manipulation the snare was able to be removed. It could never cut totally through the polyp. This polyp was biopsied multiple times and left in place.